Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results for 1 patient sample on a cobas integra 400 plus module. The initial iron result was 659.9 the sample was repeated twice and the results were 6.04 and 7.55. The units of measurement were not provided.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The customer replaced the probes. The service maintenance actions performed by the customer resolved the issue.